Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected and leaked. The issue was further described as, fluid was noticed on the floor and discovered that the intravenous (IV) had completely disconnected, resembling a severed line rather than at the stopcock site. The disconnection occurred in a section of tubing that could not be easily tightened, indicating a complete disassembly that posed a significant risk of air entering the line spontaneously. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.